Manufacturer narrative:
Follow-up submitted as further investigation determined that the alleged event of the siderail being missing could not be determined since the unit was no longer at (B)(4). When the unit becomes located another rwo will be created for future repairs.

Event description:
It was reported via repair work order that the side rail was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the side rail was missing. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.